Event description:
Patient has polyethylene wear outside the regular standards. First surgery performed 4 years ago second surgery performed 2 years ago third surgery will be on july 4.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device. H10 additional narrative: added: a2 (age) and a3.

Manufacturer narrative:
Product complaint # (B)(6) investigation summary: the device associated with this report was received for analysis. Based in the visual examination of the part, it was observed that a portion of the liner's rim was fractured. The fracture is consistent with excessive edge loading of the femoral head and patient's body weight since machining lines are yet visible at the internal surface. Interlock feature edge of the liner denoted four ard tabs sheared off from the liner which is also evidence of the liner having disassociated from the cup. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : a manufacturing records evaluation (mre) was not performed since a valid finished good lot number was not possible to be retrieved from the part due to damage on the device.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: d10 and g4. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: d1, d2 and d4

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received indicated that it was found during the visual examination performed on the involved poly liner, the cup and liner went through a disassociation event.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: d9 if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: h3, d10 (concomitants).